Event description:
It was reported that the patient stated that during intercourse the inflatable penile prosthesis deflated and now he is unable to inflate at all. He also indicated the pump bulb stayed flat. A valve reset was attempted without success. It was recommended that the patient follow up with his physician for a device evaluation. No patient complications were reported.